Event description:
As reported, when trying to achieve the pulmonary capillary wedge with this 7.5 fr swan ganz catheter inserted through a cordis avanti sheath through femoral access, the balloon got twisted and found to be detached when the catheter was withdrawn. Patient underwent computed tomography (CT) venogram and computed tomography pulmonary angiography (ctpa), but the balloon could not be found. Hence, it is still suspicious that the balloon might have stuck around the sheath and was not able to be flushed out. Prior to this event, it had been tried to insert a 6 fr swan-ganz catheter via brachial vein; but it was not possible due to vascular access issues. There was no allegation of patient injury.

Manufacturer narrative:
Updated: b5 (describe event or problem). Further information was received from the field regarding this case. Therefore, event description has been updated accordingly.

Manufacturer narrative:
The device was not sent to our product evaluation since it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. As part of the manufacturing process, the manufactured units go through a balloon inflation process. Since the affected unit was not returned for evaluation, a product non-conformance or device failure could not be confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when removing post procedure from the cordis avanti sheath, this swan-ganz catheter balloon detached. The balloon could not be found inside the patient nor flushed out from the sheath. There was no further information available. There was no allegation of patient injury.